Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was isolated to damaged u1004 and u1005 components. The root cause for the damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 110.